Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced.

Event description:
It was reported the patient's left knee was revised due to global instability. A 2x11 ps insert was revised to a 2x16 ps insert. Rep provided the primary and revision usage. Spoke to rep, who confirmed that no further information will be released by the hospital or surgeon.